Manufacturer narrative:
D6b and d9 updated. The product has been returned. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 66-year-old female patient presenting with cardiomyopathy, scai shock stage e, with a history of known coronary artery disease and diabetes mellitus. The patient developed bleeding at the access site along with increased blood drainage from a jackson-pratt (jp) drain placed in the operating room. A pressure dressing was applied and subsequently changed. The patient received two units of packed red blood cells (prbcs) and two units of fresh frozen plasma (ffp). A contributing factor to the bleeding was a markedly elevated international normalized ratio (inr) of 10. There was also concern for sepsis. One out of two blood cultures was positive for yeast, and antifungal therapy with micafungin was initiated with repeat blood cultures obtained. The patient remained on impella support. The reported major bleed requiring blood transfusion is consistent with access-site and surgical-site bleeding in the setting of mechanical circulatory support and is likely influenced by severe coagulopathy, as evidenced by the markedly elevated inr. The reported sepsis requiring medication is consistent with bloodstream infection in the setting of critical illness and invasive support, as indicated by positive yeast blood cultures and the need for antifungal therapy.

Manufacturer narrative:
Corrected information was provided in d3 and d4 (primary UDI number). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the catalog and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of bleeding issue was most likely use related due to high act (250) at time of the bleed, bleeding at both the access site and the jp drain simultaneously, and no product defect found during evaluation.